Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, moderately calcified and 90% stenotic mid to distal right coronary artery. The physician advanced the 2.5x15mm maverick2 balloon to lesion and inflated it to 10 atms on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.5x15mm maverick2 balloon. Pt status is reported as "good".